Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise/na+, k+, cl- ise/sodium, potassium, chloride results for approximately 250 patient samples that were discovered after qc was out of specification. The ise assays were recalibrated and qc repeated which was within specifications. The samples were repeated and approximately 90% of the results had to be corrected. Data was provided for four samples as examples. Sample 1 initial sodium result was 124 mmol/l and the repeat result was 136 mmol/l. Sample 2 initial potassium result was 3.6 mmol/l and the repeat result was 4.2 mmol/l. Sample 3 initial sodium result was 130 mmol/l and the repeat result was 141 mmol/l. The initial potassium result was 4.0 mmol/l and the repeat result was 4.6 mmol/l. (B)(6). Sample 4 initial sodium result was 128 mmol/l and the repeat result was 142 mmol/l. The initial potassium result was 5.0 mmol/l and the repeat result was 5.5 mmol/l. The initial chloride result was 93 mmol/l and the repeat result was 103 mmol/l. (B)(6). The initial results were reported outside the laboratory. The customer was calling corrected reports. The patients were not adversely affected. The customer refused to provide the electrode lot numbers or expiration dates. The field service representative could not find a cause. The customer noted no technical limits were set up in their analzyer. The field service representative entered the customer's repeat ranges for several assays into the system and verified the assays were now repeating as per customer's configuration. Upon follow up, there were no further issues with the ise assays. Further investigation was unable to determine a specific root cause based on the provided data. Additional information for the investigation was requested but was not provided. Possible causes include a preanalytical related issue and/or a calibration error.